Event description:
It was reported that the device was in an ambulance accident. The patient in the cot was ejected forward due to the account not using the shoulder straps, and ended up with a open leg fracture, open arm fracture, and a skull fracture.

Manufacturer narrative:
Added manufacturing date.

Event description:
It was reported that the device was in an ambulance accident. The patient in the cot was ejected forward due to the account not using the shoulder straps, and ended up with a open leg fracture, open arm fracture, and a skull fracture.

Manufacturer narrative:
The patient's injuries were due to the account not using the shoulder straps.

Event description:
It was reported that the device was in an ambulance accident. The patient in the cot was ejected forward due to the account not using the shoulder straps, and ended up with a open leg fracture, open arm fracture, and a skull fracture.